Manufacturer narrative:
The pump was received with a cracked case at the display window corners, battery tube threads, reservoir tube lip, belt clip slot, minor scratched display window.

Event description:
It was reported that there was a crack near the battery compartment. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).